Event description:
The suspect device was received. Analysis is underway but has not been completed to date.

Event description:
The reported allegation of ¿premature end of life (eol) indicator was not duplicated in the lab. The postburn electrical test results show that the pulse generator module performs according to functional specifications. However, the pulse generator was returned with the output current programmed to 1.75ma and remained until received for analysis (generator output current programmed to 0.0ma). Electrical performance of the generator, as measured in the lab, will be used to conclude that no anomalies exist and the end-of-service (eos) condition is an expected event.

Event description:
The patient's neurologist indication that the patient's device has reached end of life prematurely and states the settings are not unusual. Patient's device showed ifi - yes. No additional relevant information was received. No known surgical interventions have occurred.

Event description:
Additional programming and diagnostic data was received. Based on the available information, the device reached ifi - yes normally and no premature battery depletion is suspected based on the available information. Patient underwent generator replacement surgery. The explanted generator has not been received to date.